Event description:
It was reported that when applying tibial implant to the inserter, the metal tip which locks around the tibial implant snapped off into the surgeons hand. The surgeon opened a second tray. No impact to the patient or the user.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. Risk assessment and complaint history has been reassessed. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. This event did occur during surgery. The complaint can be confirmed as the instrument has obvious damage and a missing location tab. Visual inspection of the instrument shows it is in good condition generally however the main body location tab has snapped off and is missing. No dimensional check carried out due to the nature of this complaint, instrument fracture. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, the use of a forward/backward rocking motion to free the impactor or a combination of all these factors. The product left zimmer biomet control conforming. Review of raw material certificate confirms conformance to product specification. Hhed-2019-00253 was conducted to evaluate the risk and determined that no product hold required. As detailed in pce69034, the most probable failure mode of the fracture is extensive use or excessive force. A review of the device history records for products related to the complaints, in relation to this hhe determination, did not provide any evidence that the devices were non-conforming when they left zimmer biomet. Rmf for oxford cementless instrumentation has determined, using post market information, that for each harm, the residual risks of severity and occurrence give an overall acceptable, low level of risk (as per risk management process). Sequence of events to cause harm in most severe outcome indicates an improbable likelihood of harm occurring. Mitigating factors provided within oxford tibial component IFU in form of precaution regarding instrument fracture. The surgical technique advises on the correct use of the instrument. Complaint history review: a review of the complaints database shows that we have received 39 reported events for instrument fracture problem for the same item number 32-422097 (including initiating complaint). Risk assessment: hazard: instrument does not withstand mechanical forces. Hazard situation: deformation or breakage of instrument. Harm: no patient or other stake holder harm. The severity associated with the above line is 1. This gives a severity score of 1 (negligible). -the actual severity score is in line with the risk file. Occurrence rate assessment: feb 2017 to feb 2020: (B)(4) items sold. Number of similar incidents identified: (B)(4) (including initiating complaint). Occurrence ratio: (B)(4). Risk score: (B)(4). Risk assessment summary: the calculated risk is as follows, severity of the reported event = (B)(4). Therefore, the overall score is low risk. Corrective action, preventive action, and/or field action: the product item: 32-422097 lot. No. Zb150501 has not been involved in any previous field actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 22 similar complaints reported with these items. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product not returned.

Event description:
It was reported that when applying tibial implant to the inserter, the metal tip which locks around the tibial implant snapped off into the surgeons hand. The surgeon opened a second tray. No impact to the patient or the user.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when applying tibial implant to the inserter, the metal tip which locks around the tibial implant snapped off into the surgeons hand. The surgeon opened a second tray. No impact to the patient or the user.